Event description:
Related manufacturer reference number: 2017865-2024-71426. Related manufacturer reference number: 2017865-2024-71429. It was reported that the patient presented for a follow-up in the clinic with vegetation that was found to be on the atrial lead. The physician explanted the entire system ¿ implantable cardioverter-defibrillator (ICD), right ventricular lead and atrial lead to resolve the issue. The patient was recovering post-procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Further information was requested but not received.